Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device and another manufacturer's right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) to unipolar configuration. Oversensing of noise was then observed post lss activation. The lss was programmed off and the configuration was programmed back to bipolar and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.